Manufacturer narrative:
(B)(4). As the sample was not returned and the serial number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The exact age of the patient was not reported; however, it was reported that they were in their (B)(6). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) passed away. The patient's health condition was worsening prior to death. The cause of this death was due to cardiac failure. Pd therapy was ongoing until the time of death. It was not reported if an autopsy was performed. Additional information was requested but was not available.